Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a delivery anomaly and that the blood glucose ran high. He did not recall the blood glucose reading. He reported programming 20 units of insulin and no insulin came out. The customer was unable to troubleshoot. The insulin pump was not replaced or returned for analysis.